Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified a fractured chip off the tibial cone broach device, the device has not been returned therefore no further evaluation can be made. Review of the device history records identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. Complaint is confirmed through the photographs provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: sweden.

Event description:
It was reported that prior to using the instrument, a chip/tooth from tibia cone broacher fractured and had come loose. The piece was recovered. The instrument was not used due to the issue discovered.